Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad coordinator in patient outcome that the patient expired. The cause of expiration is unknown. It was reported that the device was working as expected for the whole time of support. There were no reports of device malfunction or issues. An autopsy was not performed and the device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and a direct correlation with the device could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. The cause of expiration was reportedly unknown; however, the outcome was not device or therapy related. The customer stated that the device was working as expected throughout the duration of support. An autopsy was not performed; the device was not explanted and is not available for evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.